Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-01162, 3005168196-2017-01163, 3005168196-2017-01165, 3005168196-2017-01166, the device was discarded by the hospital.

Event description:
The patient was undergoing a coil embolization procedure in the right anterior cerebral artery (aca) using penumbra smart coils (smart coils) and penumbra smart coil detachment handles (sch1s). It was noted that the patient's anatomy was slightly tortuous. During the procedure, the physician placed a non-penumbra microcatheter in the target vessel, then deployed and detached six coils in the target vessel. Next, the physician deployed a smart coil into the target vessel and then attempted to detach the coil using the sch1 but was unsuccessful. After several attempts using the same sch1, the physician successfully detached the smart coil. It was also reported that the physician had difficulty detaching the next smart coil using the same sch1. Therefore, the physician opened a new sch1; however, the smart coil would still not detach. After several attempts using the second sch1, the smart coil finally detached. Thereafter, the physician deployed a new smart coil in the target vessel and attempted to detach the coil using the second sch1; however, the smart coil failed to detach. Therefore, the physician folded the smart coil pusher assembly with his hands, grasped the pull wire with a forceps, pulled it out, and manually detached the smart coil. The procedure was then completed using two non-penumbra coils. There was no report of an adverse effect to the patient.